Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring nocturnal hypoglycemia after initiating ilet pump therapy, with the lowest continuous glucose monitor value of 69 mg/dl during sleep, treated by pausing insulin delivery and consuming carbohydrates such as juice, soda, cake, and snacks; the user temporarily disconnected the pump overnight due to concern about sleeping through alerts, uses a libre 3 cgm with an additional libre sensor for louder alarms, and previously had an infusion set connection issue that prompted an emergency department evaluation. Symptoms included hypoglycemia. Outcomes included an unexpected need for medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.